Event description:
Noticed problem with the machine 3 weeks to 1 month ago. My normal blood sugar fasting 100 to 130 machine says 160 to 180. After meal normal 130 to 160 machine will say 180 to 200+. Machine is off 30 to 60 + all of the time. Per information provided, the meter will be replaced.